Manufacturer narrative:
The patient was admitted to the hospital on (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a central line associated blood stream infection (clabsi) which was reported to be due to a one-link neutral luer activated device (no further detail was provided). The patient was admitted to the hospital for an unreported indication. On the following day, the patient was transferred to a different unit with an external (not central) jugular line. Four days later, the patient was disconnected from the external jugular line and a double lumen brachial peripherally inserted central catheter (PICC) was placed for the patient to receive an unspecified IV (intravenous) solution. On an unreported date, the patient began treatment for the clabsi with unspecified (reported as ¿appropriate¿) antibiotics (doses, frequencies, and routes were not reported). No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The cause of the event was determined to be human error as the packaging instructions were not followed. Should additional relevant information become available, a supplemental report will be submitted.